Event description:
Related manufacturer report number: (B)(4). During a supraventricular tachycardia ablation procedure, while maneuvering the viewflex through the femoral vein towards the heart, the catheter lost the ability to steer, the catheter was replaced and the procedure continued. Later in the procedure, immediately following transseptal puncture, a pericardial effusion was noted on ice and the patient became hypotensive. A pericardiocentesis was promptly performed to drain blood from the pericardial space and the patient was stabilized. The physician does not allege the issue with the viewflex caused the perforation and subsequent effusion as the catheter had not entered the heart.